Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that when the customer was on the airplane the altitude alarm sounded. The customer removed and reinstalled the cartridge, but was unable to clear the alarm. The customer's blood glucose level was not impacted.